Manufacturer narrative:
Date of event is estimated. A rn called tech support and inquired if the patient is MRI conditional was reported to abbott. After an explant that left a broken lead remaining. Rn reported patient having system explanted, rn reported one broken lead remaining in the lumbar region. Reason for explant was because of a broken lead. Tech support advised patient is not MRI conditional for any scans with an abandoned part. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additional components potentially involved in the event include: common device name: 50cm implant lead kit, slim tip, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8433177. Common device name: 50cm implant lead kit, slim tip, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8433177. Common device name: 50cm implant lead kit, slim tip, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8433177.

Event description:
Related manufacturer reference number: 1627487-2024-07970. It was reported the patient had a broken lead. As the result, surgical intervention took place wherein the system was explanted. The broken lead remained implanted.

Manufacturer narrative:
H6: code corrections.